Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced overstimulation and stated that the ipg was hot inside the body. It was also reported that the patient experienced undesired stimulation and ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not released by facility.